Event description:
It was reported that prior to an unk procedure, the balloon had been broken. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Information was not provided, information anticipated, but unavailable at this time.